Event description:
The accounts maintenance stated that the reverse trendelenburg function is not working on the bed.

Manufacturer narrative:
The accounts maintenance replaced the logic circuit board to repair the bed.